Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the health professional that the needle was blunt. To aid in the investigation, three photos were provided for evaluation by our quality team. The first photo shows a needle assembly with the plastic shield connected to a syringe. The second photo shows the needle assembly with no plastic shield. The third photo shows the needle tip which has no grinding; the needle tip is flat. This defect can occur if this unit was not properly placed under the grinder. A device history record review was completed for provided material number 305106, lot number 9193523. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the grinding process was performed and all fixtures and settings were found to be acceptable. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Needle grinding process. It could be possible that this unit was not properly placed in grinder and not detected in the next processes. Inducing the symptom reported by the customer. Verification of the grinding process was performed. The fixtures and settings were found acceptable. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 30x1/2 rb was unable to be injected. The following information was provided by the initial reporter: it was reported by the health professional the needle was blunt. Verbatim: per the reporter, the physician attempted to inject the medication but was unable to do so due to a blunt needle. The reporter did not know if the physician was able to penetrate the eye. Per the reporter the physician looked at the needle with a magnifier afterwards and the tip looked squared off and not sharp. The physician had another vial available so there were no missed doses. A corresponding ae report was filed due to the attempted administration. The vial, needle and packaging was available for retrieval. The reporter was instructed to retain the material for retrieval. No further information was available at the time of this report.